Manufacturer narrative:
The reported complaint was confirmed. The technician from the manufacturer's subsidiary replaced two 12 volt batteries resolving the issue. There will be no parts returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the batteries in the heart lung machine (hlm) were depleted. No other details regarding the nature of this event were provided.